Event description:
It was reported that the patient had frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1200, sn:(B)(6). The returned ipg was analyzed and a visual inspection found electrocautery burn marks on the case which is considered explant damage. The ipg was charged fully from its hibernation. A review of the patients data indicated that the battery depletion rate was within the expected range. It passed the functional test, and an electrical test revealed normal device characteristics. With all the available information, boston scientific concludes that the reported event was not confirmed.

Event description:
It was reported that the patient had frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.